Manufacturer narrative:
A system log review could not be performed as the article did not provide any specific information regarding the procedure date or da vinci system or instrument identifiers. There was no report of, or indication of, any da vinci product issues. Citation (apa): 5-year results of robotic female aus implantation: our single-center series of 42 patients 10.1177/17562872251342699 dubois-2025-5-year results of robotic female a.pdf. Https://doi.org/10.1177/17562872251342699.

Event description:
A review of the article reported the following adverse event. There were 10 intraoperative complications (23.8%): 5 bladder injuries and 5 vaginal injuries. Thirteen patients had postoperative complications (30.9%), but only two were clavien grade = or > 3.